Event description:
The customer's doctor called, stating that the customer came into hospital with diabetic ketoacidosis and customer's insulin pump was not working. Customer's blood glucose was 340 mg/dl at the time of hospitalization. Troubleshooting was performed with the insulin pump. There was no insulin inside of reservoir to test for leaks or air bubbles. It was stated there had been recent changes to the programming of the device, prior to the unexplained high blood glucose. The basal rates were programmed accurately. Boluses were missing in the bolus history from (B)(6), based off customer's recollection. It was advised to program 0.2 unit bolus into the air and the bolus did appeared in the history. No tubing clamp was available to perform high pressure test. It was advised to change entire set, reservoir, and insulin. Customer later reported the reservoir was not loading right and alarm sound was not working. Further troubleshooting was declined. It was advised the device would be replaced.

Manufacturer narrative:
The insulin pump passed the functional testing including the displacement, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.